Event description:
Customer's daughter reported he was feeling shaky and sweaty, and obtained a blood glucose result of 120 mg/dl. An ambulance was called for medical assistance and about 30 minutes later a professional blood glucose result of 64 mg/dl was obtained. The customer was unresponsive and was treated with an IV of glucose, and transported to the hospital, where he remained hospitalized for a week. There was no delay in seeking assistance based upon the reading of 120 mg/dl. There is no indication of any action/inaction based upon results earlier that day, or the results provided above. Requested return of suspect device and replacement was sent.